Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s blood glucose was displayed as "high" on the continuous glucose monitor (cgm); although specific value was not provided. A correction bolus was delivered to address bg. A backup method of insulin therapy was not currently available so customer will reach out to their health care provider (hcp).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.